Event description:
The hcp reported the pt presented with complaints of decreased pain control. "Physician questions efficacy of pump." The pump was explanted and replaced after an implant duration of 21 months. The catheter was discovered to be out of the intrathecal space and was replaced also.